Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/07/2017 with the following findings: a review of the pump black box data showed low battery warnings immediately followed replace battery alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump¿s electrical draws were tested and were within specification. During testing, the low battery warning was duplicated without the replace battery alarm immediately following. The investigation was unable to duplicate ¿no power¿ complaint. The pump was opened and there was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that the pump gave a low battery alarm and immediately after they get a replace battery alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.